Manufacturer narrative:
Event clarification has been requested from the field representative. The field representative had nothing further to report as they were not involved with the explant case. This device has not been returned for analysis. Should additional information become available this event will be updated.

Event description:
Boston scientific recently received information from the patient that this implantable cardioverter defibrillator had broke within a year of its implant. As a result the device was explanted and not replaced. No adverse patient effects were reported.